Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. However, it was unknown how much insulin had been delivered by the customer during this time. The customer reported blood glucose level ranged from 208-345 (mg/dl), which was addressed with a correction bolus after changing the supplies on the pump. The customer loaded a new cartridge successfully and received an accurate fill estimate.